Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global needle did not retract. It was reported that the canula did not retract during the safety mechanism activation after use. Risk of blood exposure for staff. Risk of injury to the patient because the canula remains in the vein. Clinical implications and current condition of the patient or affected individual no issues, but a risk of adverse events for staff and injury to the patient has been identified.